Event description:
New information noted that lead noise has continued.

Event description:
New information noted that the patient presented in clinic. Programming changes were mad to resolve the right ventricular lead over-sensing and noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed the right ventricular lead was over-sensing p-waves and had noise. No intervention was performed. Patient was stable and referred to electrophysiologist.